Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. In addition, a specific cause for the infection could not be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2020, when the patient ultimately expired. The pump was not returned for evaluation (MFR # 2916596-2020-06542). The heartmate 3 lvas instructions for use (IFU) lists respiratory failure, infection (local, pump pocket/pseudo pocket and driveline), renal dysfunction, sepsis, neurological event (not stroke-related), and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Lastly, both the IFU and patient handbook provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Original respiratory failure that required tracheostomy reported under MFR report number 2916596-2020-03916. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient initially presented with cardiogenic shock that required ECMO (extracorporeal membrane oxygenation). The patient had a heartmate 3 implanted on (B)(6) 2020 and the rvad (right ventricular assist device) centrimag explanted on (B)(6) 2020. The patient had a prolonged hospital course complicated by ventilator-dependent respiratory failure status post tracheostomy on (B)(6) 2020. The patient had clostridium difficile right groin hematoma status post washout and sartorius flap on (B)(6) 2020. The patient was transferred back to the critical care unit (ccu) on (B)(6) 2020 due to altered mental status with concern for sepsis. The patient had sacral decubitus ulcers status post diverting loop sigmoid colostomy, gastrostomy-jejunostomy (gj) tube, and profound lower extremity weakness likely due to spinal infarct status (B)(6) 2020. The patient had anuric renal failure on intermittent hemodialysis (ihd) and septic shock due to proteus bacteremia/(B)(6)/coagulase-negative staphylococci on (B)(6) 2020. The patient had many episodes of bacteremia throughout hospitalization, one source was right groin clostridium difficile pneumonia. It was not known if it was device related. The treatment was IV (intravenous) antibiotics and washouts with irrigations/debridement. The patient had a hemorrhagic shock in the status post gastrointestinal bleeding that was complicated by acute hypoxemic/hypercarbic respiratory failure post tracheostomy exchange on (B)(6) 2020. The patient had ventilator-associated pneumonia post antibiotics and was transferred back to cardiac intensive care unit (cicu). Manufacturer report number of centrimag pump: 3003306248-2021-00007.